Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the common bile duct (cbd) during a dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, the balloon burst even when the right pressure was correctly applied. The same issue occurred with the second and third hurricane rx dilatation balloons. The procedure was completed with plastic biliary stent. There were no patient complications reported as a result of this event.